Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call low blood glucose levels, keypad anomaly, failed battery test and prime fill anomaly on the insulin pump. Customer's blood glucose level was in the 30 mg/dl range. Customer advised the buttons were less responsive, harder to press, the batteries were rejected and insulin squirted out during the prime process. The insulin pump will not be returned for analysis.